Event description:
It was reported that the lead was attempted to be implanted however, because the veins were very small and the thresholds were unstable, the lead was unable to be positioned. The lead was not implanted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead returned and analyzed. No anomalies found. Blood on the distal conductor, on the outer tubing overlay, and in/on the helix mechanism. The helix was found distorted/bent; lead damaged at implant.